Event description:
Reportedly, a cryocyte freezing container was frozen in 1/97. On 5/20/97 the dr removed the container from the liquid nitrogen. The container was found broken when removed. The same dr reportedly found a competitors bag also broken a few days later. Cells were lost when the container was discarded at the time of the event, but sufficient back up cells were on hand for transplantation. The pt was not effected by this event. The container has been disposed of. The baxter qa japan rep who spoke with the site indicated that they attributed this breakage to potential mishandling by the dr. The doctor was re-instructed on details for storage and handling of cryocyte containers by the baxter rep.